Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the lead implant site. Antibiotics were administered to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Second lead implanted: product description: evoke cap12 percutaneous lead kit - 60cm , model # : 102878, catalog#: 3008, serial/lot #: (B)(6), manufacture date: 20may2024, expiration date: 20may2026. Product description: active anchor kit model # : 104462, catalog#: 3043, serial/lot #: (B)(6), manufacture date: 4feb2025, expiration date: 4feb2027.

Manufacturer narrative:
Additional information: section b5 - event description. Section d6b. - explantation date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The root cause for the infection event is not able to be definitively determined. Device functionality is not suspected to have caused or contributed to the event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed and met all requirements for release.

Event description:
An explant was completed as the infection at the lead implant site was not resolved after antibiotics were administered.